Manufacturer narrative:
The insulin pump was received with no button response due to unlocked j2/lcd keypad connector. The unit was unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to no button response. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer's mother reported via phone call that the insulin pump had an unresponsive keypad while they were attempting to give themselves a bolus. The down arrow is not responding. The blood glucose reading was 271 mg/dl. The customer's blood glucose readings rose to 422 mg/dl. The customer ate without takin insulin because the insulin pump was not working. The custom will treat the high blood glucose readings with a syringe. There were no significant events prior to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to their back-up plan.